Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the customer fell over and the pump touch screen became shattered and unresponsive. Customer¿s blood glucose level was 160 mg/dl. The customer reverted to an alternate method in insulin therapy.